Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was moderately calcified and mildly tortuous. A trek rx was advanced successfully to the lesion, but ruptured during the first inflation at 4 atmospheres. The device was removed without issue. An nc trek was used to complete dilatation and a xience stent was deployed to complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.